Event description:
Orig. Surg. 2003. Allegedly deep infection. Revision after spacers.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the user facility and the surgeon. Attempts have been made to have the product returned. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Event device code is addressed in the package insert. This report will be amended when the investigation is complete. This is the same event as 1043534-2006-00116, 00117, 00119.